Event description:
It was reported that the consumer usually used fol0102 but noted the ones they had right now look different. Also noted pimples on the device and was concerned it would puncture the foley and asked about positioning and could not tell which lumen went where. Bd representative explained that the arrow should point to their penis where foley enters. Looking down at statlock, the smaller lumen should go on the right and the larger lumen on the left and noted that if the pimple was not sharp, it should be fine and likely part of the securement and the lumen material should not be easy to puncture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the consumer usually used fol0102 but noted the ones they had right now look different. Also noted pimples on the device and was concerned it would puncture the foley and asked about positioning and could not tell which lumen went where. Bd representative explained that the arrow should point to their penis where foley enter. Looking down at statlock, the smaller lumen should go on the right and the larger lumen on the left and noted that if the pimple was not sharp, it should be fine and likely part of the securement and the lumen material should not be easy to puncture.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "clamp spikes too long". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the clamp hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 1 inch of catheter slack between insertion site and the statlock® device retainer. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Place and peel 7. Align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device. Dissolve 3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin." The device was not returned.